Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that round hole on the threaded rod inserter is stripped and does not allow ball tip driver to fully seat.